Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer re-loaded the insulin pump and after delivering a few units of insulin, he got a no delivery alarm. Customer could not get out of that message. Customer stated that he ended up giving himself insulin shots to cover. Customer stated that he called his local representative and she helped him figure it out. Customer confirmed that he had a bent cannula. Customer stated that he has found bent cannulas in his body on 5-6 occasions. Customer noticed the bent cannula when he attempted to insert manually. Customer stated that this issue has been going on since (B)(6) 2016. Customer's blood glucose was over 600 mg/dl. Customer did not want any other assistance at this time and will try to adjust his insertion sites.